Manufacturer narrative:
The hill-rom technician found the left and right side rail cables, along with the gui cable were damaged and needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left and right side rail cables, as well as, the gui cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section of the bed self ran. A patient with a category 4 intubation was in the bed. Members of staff were present and managed to stop the ventilation tubes from coming out of the patient. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).